Event description:
It was reported that prior to a surgical case, the bearing trial was noted to be fractured. There was no patient involvement. No further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by visual examination of the returned device. The device exhibited signs of repeated use and a piece had fractured off. Review of the device history records identified no deviations or anomalies during manufacturing. The devices have a potential field age of 5 years and 4 months and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at the time of this report.